Event description:
Healthcare professional reported a rupture discovered by ultrasound and MRI and a capsular contracture (baker grade I) on the right side. The device has been explanted with a complete capsulectomy and replacement with a new implant.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and capsular contracture baker grade 1.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive (shell thickness within specification) capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
"The previous medwatch submission reported a capsular contracture (baker grade I). This event is not reportable."